Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that there was a master case for a site-down issue affecting the entire facility. This issue was already known and being handled by the product support engineer (pse). At that time, the tss was unable to proceed with further actions until updates were received from the pse. Later, the tss contacted the customer and confirmed that the issue was resolved, with no further issues reported. The customer granted permission to close the ticket. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, data synchronization needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.